Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06-nov-2017 with the following findings: during visual inspection of the pump, it was observed that the pump was returned with a discolored display but the screen was still able to be read. The last basal delivery was on (B)(6) 2017. The total daily doses added up correctly and reflected the user¿s programmed basal rates. The pump passed a delivery accuracy test and was found to be operating within required specification and delivery accurately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged the patient experienced a blood glucose of 600mg/dl, associated with an alleged dim fading display. Reportedly, the patient remained on the pump, and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, the contrast default was reset and did not resolve the display issue. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with a dim display issue.